Manufacturer narrative:
The device passed functional and performance testing and was returned to the customer. Physio-control cqe reviewed electronic device record and observed that prior to shock 3 the charge was removed when the knob was pressed. The cause of the reported issue was determined to be due to the user error.

Event description:
A customer contacted physio-control to report that their device failed to provide shock during intervention on a patient. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device failed to provide shock during intervention on a patient. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.